Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
An ankle fusion surgery was done on both sides at (B)(6) 2018. [Fixation of the right foot] when drilling into the screw hole for the distal lateral calcaneus hole through the target device it was interfered with the nail. After re-tightening the target device, although the drill was interfered the target devices, drilling was done and the screw was fixed. Similarly, the screw hole from the back of the calcaneus interferes, and fixed by free hand. [Fixation of the left foot] when drilling into the screw hole for the distal lateral calcaneus hole through the target device it was interfered with the nail. Therefore, the fixation was not done and the surgeon fixed the posterior side of the calcaneus. However, drilling from the back interfered with the nail and the drill broke. The broken drill was able to be removed. Finally, it was fixed by free hand.